Event description:
The following information was reported by the kci representative: on (B)(6) 2012, abthera negative pressure therapy was initiated on the patient. On (B)(6) 2012, the patient developed a fistula. On an unknown date, the patient underwent surgical repair of the fistula. On (B)(6) 2012, the patient was reported to be doing well.

Manufacturer narrative:
On (B)(6) 2012, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2012, the device was placed with the patient. On (B)(6) 2012, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.